Manufacturer narrative:
(B)(4). (B)(6). Device investigation summary ¿ 280.050s ¿ the investigation shows that the device is in good condition, except the standard recess this one is strongly deformed/compressed/damaged. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. It is not possible to determine the exact reason for this problem, but it is likely that high applied mechanical force during insertion/tightening, led to this damage. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Original implant and explant date unknown. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 29.jun.2015 expiry date: 01.jun.2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a dhs procedure done for a fractured 105mm, dhs lag screw that would not pass through the barrell of the 6 hole x 130 degree dhs plate. Devices were attempted to be implanted following standard surgical procedure as per surgical technique. The 105mm screw would not pass through the plate. A 100mm screw was then tested to see if it would pass through the barrell of the plate and it slid through no problem. No reported adverse event to patient and there 5 minutes delay in surgery. No additional information will be provided. This report is 1 of 1 for (B)(4).